Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Noise was replicated during isometric testing. Lead was explanted. Patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in three segments for analysis. External insulation abrasion was noted at 12.1-12.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 2.1-2.6cm from the reference end of the middle segment. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
New information received notes that prior to explant a change in capture thresholds was also observed.